Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl at the time of incident. The customer also mentioned other blood glucose value such as 335 mg/dl. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer able to connect meter and insulin pump successfully. The insulin pump will not be returned for analysis.